Event description:
Patient reported a bilateral implant exchange from textured to smooth due to the concerns of the product. Patient also reported right side capsular contracture, baker grade unknown, and have been dealing with health issues that were not specified. This record is for the right side. The device remains implanted. Patient additionally reported rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, "health issues" , rupture and concerns for textured implant device.